Event description:
It was reported that the membrane of a large volume intermate "had black spots and hair". The issue was found during the preparation process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 1, 2014 ¿ december 2, 2014. The device was received for evaluation. During visual inspection, black particulate matter and a strand of black fiber measuring approximately 4.02 mm in length was observed on the outer surface of the reservoir. Fourier transform infrared spectroscopy revealed the fiber to be cellulose material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.